Event description:
The customer reported the system would produce x-rays but would not display anything on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and identified blown fuses as the cause of the problem but did not report on repair or operability status of the system.